Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown mdm poly liner. Additional devices reported were: unknown mdm d metal liner. Unknown 22m v40 head. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not returned.

Manufacturer narrative:
An event regarding pain involving a mdm poly liner was reported. The event was not confirmed. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided.

Event description:
During the revision the removal tool broke while explant attempt was made. A back up was available and no adverse consequence to the patient due to the instrument breakage.

Event description:
It was reported that the patients' right hip was being revised due to pain. The surgeon thought there was a loose component but discovered intraoperatively it was not.